Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 38 mg/dl was entered in the pump by the user on (B)(6) 2019 at 12:55 am. Prior to the low bg, based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Lowest bg recorded by continuous glucose monitor (cgm) during the date range provided was 54 mg/dl on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, user requested a 4.44 unit bolus for a bg of 402 mg/dl while still having insulin on board. Blood glucose (bg) of 20 mg/dl was entered in the pump by the user on (B)(6) 2019 at 1:11 pm. Immediately following, user requested a 2 unit bolus for 20 grams of carbohydrates. The user likely entered the bg value of 20 mg/dl in error. Cartridge change sequence was completed at 7:46 am on (B)(6) 2019. At 10:35 am, user requested a 1.5 unit bolus for 15 grams of carbohydrates without entering current bg level and while still having insulin on board. If user did not disconnect during ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 34-70 mg/dl). Customer turned off the pump and consumed food to address bg. Cause of event was not known. Customer discussed event with a healthcare provider and the pump settings were adjusted. However, bg did not level out. As the customer was not experiencing a low bg at the time of the report, recommendation was made for the customer to discuss the event with a healthcare provider.